Event description:
It was reported that an ilet device exhibited an unresponsive wake/lock button despite cleaning, and repeated restarts produced alert 53 indicating a capacitive touch communication fault; a replacement was determined to be necessary, the device was deemed not functional, and the user was advised that water resistance would no longer be assured and to maintain backup therapy. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included collection of user reports and planning for device return and evaluation. Investigation of this case revealed a suspected hardware failure of the wake/lock button touch interface. It was concluded that the device experienced a malfunction related to the capacitive touch subsystem and required replacement.